Manufacturer narrative:
This rv lead remains in service. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information this right ventricular (rv) lead dislodged shortly after implant. The decision was made to reposition this rv lead, and all measurements were within normal range. There were no adverse patient effects reported.